Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. No lot provided; pending sample return follow up; requested following: lot #? Procedure name? Clarify what was being done when was it noticed- "needle snapped last week. On 2 sutures out the box"? Was it noticed during procedure? When event occurred? Pre-op before use on patient while dispensing the needles from package? Or intra-op during use on patient while suturing?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle broke during the procedure. There were no adverse patient consequences reported.